Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. In 2009, at an unspecified time, the device sounded an audible alarm tone. The cassette door was opened to remove the tubing set from the device. It was reported the tubing set was still connected to the patients IV site. At this time, unrestricted flow was noted. The volume of medication delivered was unspecified. The device was removed from clinical service. After an unspecified length of time, the nurse noted the patient's blood pressure increased to an unspecified level and was reportedly not stable. It was unspecified if medical interventions were required; however, it was reported the patient was monitored for 1 to 2 days in the intensive care unit (ICU). There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.